Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged to experiencing headaches. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on dec 13, 2024, and section h11 should be reported as: the manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged to experiencing headaches. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. The manufacturer previously submitted MDR 2518422-2022-10103 with incorrect sections h6. Corrections to previous MDR are made in this report as follows. Section h6- type of investigation, investigation findigns and investigation conclusion were updated.